Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were not receiving a low battery alert. The customer's blood glucose was 4.8 mmol/l at the time of incident. The customer stated that the insulin pump was still showing full battery bars after having a battery for a week. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected off no power without low battery alarm during testing noted. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.